Manufacturer narrative:
Date of event: unknown. The manufacturing location for this product is nypro, mexico. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date : unknown. Initial reporter phone# : unknown. Initial reporter zip code : unknown. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd needle clipping device safe clip was not clipping or jammed. The following information was provided by the initial reporter : the patient caretaker reported that the needle cutter when cutting needles the complete needle does not enter it.

Manufacturer narrative:
H.6. Investigation: a video of the customer demonstrating the use of the safeclip was provided. Customer struggled to insert needle using the available safeclip. This may occur if the needle port is occluded with previously trimmed needle material as the result of numerous uses over an extended period of time. Additionally, this wear caused by cutting insulin needles over an extended period of time may be sufficient to cause the port to rust, further contributing to the occlusion and its use. Unable to perform DHR check for not clipping (cutter blocked) due to unknown lot number. H3 other text : see h.10.

Event description:
It was reported that 1 bd needle clipping device safe clip was not clipping or jammed. The following information was provided by the initial reporter: the patient caretaker reported that the needle cutter when cutting needles the complete needle does not enter it.